Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed via a jugular approach without pt complications. This device remains implanted. Therefore, no failure analysis is available. Follow up could not confirm if continual flushing of the carrier system during the implant procedure was performed. Follow up also revealed the pt's vena cava was slightly larger, with an estimated caval diameter of 29-30 millimeters. Co feels these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Pts in whom the diameter of the inferior vena cava exceeds 28mm (for example some pts with congestive heart failure) are contraindicated for titanium greenfield vena cava filter placement. Proper fixation of the titanium greenfield vena cava filter in the ivc may be compromised when the caval diameter exceeds 28mm. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe. The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."